Event description:
A consumer reports blurry near and intermediate vision following intraocular lens (iol) implant surgery. The surgeon believes this is an adaptation issue that will improve with time.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on: 07/05/2007. Add'l info was requested 06/06/2007, 06/07/2007 and 06/15/2007 by fax, mail and phone. Add'l info was received 06/15/2007 by phone. A partially completed questionaire was received via fax 06/15/2007.